Manufacturer narrative:
The insulin pump was received in with a loose/flush drive support disk. A scratched display window, missing end cap sticker and missing drive support disk sticker was also noted.

Event description:
It was reported that the insulin pump had a loose drive support cap. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.